Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The customer alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 03/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: the pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad down to the seal. The pump casing was cracked at the bottom right corner between keypad and pump seal. The battery cap threads are stripped and cap is unable to fit to returned pump or a test pump. Test cap was able to fit for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.